Event description:
During an omni procedure it was reported that the microcatheter advanced/shot forward on its own. A new device was used to complete the procedure. There was no patient injury that was reported.